Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that there was a speaker error and there was no audible sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer and confirmed the reported issue. The rse determined that the mainboard of the device caused the issue and needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty mainboard. The issue was resolved by ordering a replacement mainboard to be sent to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).